Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system has multiple movement functions that are not operational for the gantry. The gantry will not lower or raise, and wont dock. They also stated the system was clicking.